Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was a recanalization of the left femoral artery and dilatation of the bilateral iliac artery. The 6x150 mm absolute pro self expanding stent system (sess) did not completely deploy the stent and the sheath broke. The handle was disassembled in an attempt to deploy the stent but was unsuccessful. The stent was removed with the delivery system. A 7x80 mm absolute pro sess was attempted however, this device also did not completely deploy the stent. The stent was ultimately able to be deployed due to disassembling the handle, after there was resistance in the thumbwheel and the thumbwheel broke. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking and the reported difficult or delayed activation were unable to be replicated in a testing environment due to the condition of the returned device. The reported break was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted kinked sheath and noted kinked outer jacket thus preventing the shaft lumens from moving freely; resulting in the reported physical resistance / sticking and the reported difficult/delayed activation/deployment. Manipulation of the compromised device resulted in the noted indentations on the thumbwheel and the reported/noted break handle as reportedly the device was disassembled to ultimately deploy the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.